Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary hip procedure the surgeon requested a size 60 trilogy tm cluster shell for a primary hip replacement. The implant was opened, and attached to the trilogy inserter handle. The surgeon used a mallet to implant the shell. He then started to drill a hole for a screw and noticed the locking ring had come out of the shell. He took the shell out, as he was uncomfortable reinserting the ring into the shell in the patient. They then opened a new size 60 trilogy shell and attached the new shell to the same inserter handle. The surgeon used a mallet to implant that shell and was shocked to find the locking ring came out of that shell as well. While looking for a 3rd 60 shell to open the surgeon decided to try re-inserting the ring and was successful. That second implant stayed in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Corrected: b1, b2, h1. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed bio debris present on the outer surface and in the locking ring groove. The inner surface exhibited scratches. The locking ring tabs were deformed. Therefore, the gap between the locking ring tabs were not conforming to specifications. The inner diameter of the locking ring was not conforming to specifications. However, the locking ring was able to be installed in the shell without any complications. The overall height and thickness of the locking ring were conforming to specifications. The locking ring was not damaged, and no further evaluation could be performed with the returned device. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.